Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one of the coils perforated her uterus and she presented heavy bleeding. A surgery was performed to remove essure coils around 7 years after placement. Both events are serious due to medical importance and anticipated in the reference safety information for essure. The exact date and mechanism of uterine perforation are not known, however, considering the event's nature, causality with essure cannot be excluded. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, consumer presented the event during essure's use. Considering the compatible temporal relationship causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("one of the coils perforated her uterus/ perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube(s))"), device dislocation ("migration of essure device location of device: bigbt side"), pregnancy with contraceptive device ("pregnancy (no complications)") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida, parity 6 ((B)(6) 2006, (B)(6) 2008, (B)(6) 2011), nephrectomy and pelvic abscess on (B)(6) 2016. Previously administered products included for birth control: orthotricylen in 2008 and depo shot in 2008. Concurrent conditions included cancer (treatment: removed kidney). Concomitant products included hydrocodone since 2013. On (B)(6) 2009, the patient had essure inserted. In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pains/ pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and abdominal pain lower ("cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy), surgery (total vaginal hysterectomy and bilateral salpingectomy) and surgery (total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and alopecia had resolved and the genital haemorrhage, back pain and abdominal pain lower outcome was unknown. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered abdominal pain lower, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient experienced complications of unintended pregnancy or delivery (unspecified). Diagnostic results: in 2016, imaging studies confirmed that one of essure coils had perforated uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of product technical problem update. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one of the coils perforated her uterus/ perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube(s))"), device dislocation ("migration of essure device location of device: bigbt side"), pregnancy with contraceptive device ("pregnancy (no complications)") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multi gravida, parity 6 ((B)(6) 2006, (B)(6) 2008, (B)(6) 2009, (B)(6) 2011, (B)(6) 1999, (B)(6) 2000), nephrectomy, pelvic abscess on (B)(6) 2016 and miscarriage. Previously administered products included for birth control: orthotricylen from (B)(6) 2008 to (B)(6) 2008 and depo shot from (B)(6) 2008 to (B)(6) 2008. Concurrent conditions included cancer (treatment: removed kidney). Concomitant products included hydrocodone since 2013. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pains/ pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea cramping"), abdominal pain lower ("cramping") and bone pain ("hip bone pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, alopecia and weight decreased had resolved and the genital haemorrhage, back pain, abdominal pain lower and bone pain outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 7, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered abdominal pain lower, alopecia, back pain, bone pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: patient experienced complications of unintended pregnancy or delivery (unspecified). Per plaintiff fact sheet: she did not allege that essure caused birth defects. In 2016, imaging studies confirmed that one of essure coils had perforated uterus. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2010: positive. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-nov-2018: per plaintiff fact sheet. Patient's medical history was updated. Lab data was added. Event: she did not undergo essure confirmation test was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one of the coils perforated her uterus/ perforation (uterus)/perforation(fallopian tube (s) perforation (uterus), fallopian tube perforation ('perforation (fallopian tube(s) and device dislocation ('migration of essure device location of device: bigbt sidemigration of essure device location of device: right side') in a 35-year-old female patient who had essure (batch no. 653252-inval) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included pelvic abscess on (B)(6) 2016, multi gravida, parity 6 (B)(6) 2006, (B)(6) 2008, (B)(6) 2009, (B)(6) 2011, (B)(6) 1999, (B)(6) 2000), nephrectomy and miscarriage. Previously administered products included for birth control: orthotricylen from (B)(6) 2008 to (B)(6) 2008 and depo shot from (B)(6) 2008 to (B)(6) 2008. Concurrent conditions included cancer (treatment: removed kidney). Concomitant products included hydrocodone since 2013. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 6 years 6 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), pelvic pain ("pelvic pains/ pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea cramping"), abdominal pain lower ("cramping") and bone pain ("hip bone pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, pregnancy with contraceptive device, pelvic pain, vaginal hemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, alopecia and weight decreased had resolved and the genital haemorrhage, back pain, abdominal pain lower and bone pain outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 7, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered abdominal pain lower, alopecia, back pain, bone pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital hemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: patient experienced complications of unintended pregnancy or delivery (unspecified). Per plaintiff fact sheet: she did not allege that essure caused birth defects. In 2016, imaging studies confirmed that one of essure coils had perforated uterus. Current weight 123 lbs. Number of coils visualized: right tube: 2, left tube: 1. Discrepancy noted in essure date of removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Pregnancy test - in (B)(6) 2010: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality safety evaluation of ptc on 8-jun-2020: essure date of removal was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("one of the coils perforated her uterus/ perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube(s))"), device dislocation ("migration of essure device location of device: bigbt side"), pregnancy with contraceptive device ("pregnancy (no complications)") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida, parity 6 ((B)(6) 2006, (B)(6) 2008, (B)(6) 2011), nephrectomy and pelvic abscess on (B)(6) 2016. Previously administered products included for birth control: orthotricylen from september 2008 to november 2008 and depo shot from (B)(6) 2008 to (B)(6) 2008. Concurrent conditions included cancer (treatment: removed kidney). Concomitant products included hydrocodone since 2013. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pains/ pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea cramping"), abdominal pain lower ("cramping"), bone pain ("hip bone pain") and weight decreased ("weight loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy), surgery (total vaginal hysterectomy and bilateral salpingectomy) and surgery (total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, alopecia and weight decreased had resolved and the genital haemorrhage, back pain, abdominal pain lower and bone pain outcome was unknown. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered abdominal pain lower, alopecia, back pain, bone pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: patient experienced complications of unintended pregnancy or delivery (unspecified). Diagnostic results: in 2016, imaging studies confirmed that one of essure coils had perforated uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: new pfs received- new event added: hip bone pain and weight loss were added.outcome of event weight loss from unknown to recovered/resolved was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one of the coils perforated her uterus/ perforation (uterus)/perforation(fallopian tube (s)) perforation (uterus)'), fallopian tube perforation ('perforation (fallopian tube(s))') and device dislocation ('migration of essure device location of device: bigbt sidemigration of essure device location of device: right side') in a 35-year-old female patient who had essure (batch no. 653252-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included pelvic abscess on (B)(6) 2016, multi gravida, parity 6 (B)(6) 2006, (B)(6) 2008, (B)(6) 2009, (B)(6) 2011, (B)(6) 1999, (B)(6 )2000), nephrectomy and miscarriage. Previously administered products included for birth control: orthotricylen from (B)(6) 2008 to (B)(6) 2008 and depo shot from (B)(6) 2008 to (B)(6) 2008. Concurrent conditions included cancer (treatment: removed kidney). Concomitant products included hydrocodone since 2013. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 6 years 6 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), pelvic pain ("pelvic pains/ pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea cramping"), abdominal pain lower ("cramping") and bone pain ("hip bone pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, alopecia and weight decreased had resolved and the genital haemorrhage, back pain, abdominal pain lower and bone pain outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 7, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered abdominal pain lower, alopecia, back pain, bone pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: patient experienced complications of unintended pregnancy or delivery (unspecified). Per plaintiff fact sheet: she did not allege that essure caused birth defects. In 2016, imaging studies confirmed that one of essure coils had perforated uterus. Current weight 123 lbs. Number of coils visualized: right tube: 2, left tube: 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Pregnancy test - in (B)(6) 2010: positive. Most recent follow-up information incorporated above includes: on 27-may-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("one of the coils perforated her uterus/ perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube(s))"), device dislocation ("migration of essure device location of device: bigbt side"), pregnancy with contraceptive device ("pregnancy (no complications)") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida, parity 6 ((B)(6) 2011), nephrectomy and pelvic abscess on (B)(6) 2016. Previously administered products included for birth control: orthotricylen in 2008 and depo shot in 2008. Concurrent conditions included cancer (treatment: removed kidney). Concomitant products included hydrocodone since 2013. On (B)(6) 2009, the patient had essure inserted. In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pains/ pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and abdominal pain lower ("cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy), surgery (total vaginal hysterectomy and bilateral salpingectomy) and surgery (total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and alopecia had resolved and the genital haemorrhage, back pain and abdominal pain lower outcome was unknown. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered abdominal pain lower, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient experienced complications of unintended pregnancy or delivery (unspecified). Diagnostic results: in 2016, imaging studies confirmed that one of essure coils had perforated uterus. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Events migration of essure device location of device: bigbt side, pain, perforation (uterus) were clubbed with previously reported events. Events vaginal haemorrhage, menorrhagia, pregnancy with contraceptive device, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, alopecia were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one of the coils perforated her uterus") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient started essure. In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pains and cramping") and back pain ("back pain"). The patient was treated with surgery (removal of essure coils on (B)(6) 2016). Essure was withdrawn. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain and back pain outcome was unknown. The reporter considered uterine perforation, genital haemorrhage, pelvic pain and back pain to be related to essure. Diagnostic results: in 2016, imaging studies confirmed that one of essure coils had perforated uterus. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one of the coils perforated her uterus and she presented heavy bleeding. A surgery was performed to remove essure coils around 7 years after placement. Both events are serious due to medical importance and anticipated in the reference safety information for essure. The exact date and mechanism of uterine perforation are not known, however, considering the event's nature, causality with essure cannot be excluded. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, consumer presented the event during essure's use. Considering the compatible temporal relationship causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.